Manufacturer narrative:
(B)(4).

Event description:
Received information the patient was experiencing coupling and communication issues. Use of the antenna locate feature resulted in a power on reset being displayed on the patient recharger screen which then lead to the normal recharging screen and resolved the issue. The patient stated he had a loss of therapeutic effect which was the reason he was not using the ins anymore. No accident or incident was related to the loss of stimulation. Patient was told he may want to consider reprogramming as an option to re-establish therapeutic stimulation.